Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2010 and obtained the following information. The patient reported that on the morning of (B)(6), 2010 her eyesight began to appear "distorted" and her lips began to feel numb. In response to the symptoms, the patient claimed she tested her blood glucose and obtained an alleged high blood glucose reading of "104 mg/dl" with the subject meter. The patient stated she felt the result was inaccurately high compared to her feelings. As a result, she tested on another device and obtained a result of "49 mg/dl." The patient confirmed both readings were taken just a few minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. The patient stated that she immediately treated herself with food and/or drink and felt better afterwards. Prior to the onset of symptoms, the patient confirmed she had tested earlier that morning with the subject meter; however, did not recall the exact result obtained. The patient stated that the reading was "normal." The patient felt that the symptoms she developed may have been as a result of not eating enough that morning. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution to test the subject meter and strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient was reportedly symptomatic prior to obtaining the alleged inaccurate result. In addition, there was no delay of treatment as a result of the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs accuracy criteria.

Event description:
A customer reported that their adc meter would not turn on with strip insertion or battery press. Customer reported experiencing dizziness and was seen at a health care facility. Customer was diagnosed with hyperglycemia and treated with insulin in addition to an unspecified IV solution. Customer also reported taking glucose tablets, however, that is inconsistent with the diagnosis and treatment reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for investigation, and a final report will be submitted when the investigation is complete.

Manufacturer narrative:
Evaluation results: customer's meter (B) (4) was returned and investigated. The blank screen issue was confirmed. Memory corruption caused by software corruption was identified during investigation. No additional issues were observed during extended product investigation. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. This is a final report.